Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The location of the lesion is unknown. Upon attempting to treat the patient with the 15mm x 3.25mm quantum maverick mr balloon catheter, the shaft of the balloon catheter broke into two. No patient injuries or complications were reported. No patient complications occurred.

Manufacturer narrative:
(B)(4).